Event description:
The customer reported the system was arcing and causing the system to have communication failure between the c-arm and the monitor cart. This error may result in a system lock up, no boot, or shut down situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.